Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained a questionable low test result for one patient sample using the ureal urea/bun (bun) on the cobas 8000 c (701) module. The initial result was released outside of the laboratory. All results are in units of mg/dl. No data flags or alarms occurred with the results. The initial result was 45. The doctor questioned this result as it did not fit the patient's clinical picture. On (B)(6) 2017, the sample was repeated with a result of 205. There was no allegation that an adverse event occurred. The bun reagent lot number is 245762; the expiration date was not provided. Quality controls were acceptable. The alarm log showed an "abnormal aspiration" alarm which indicated a sample quality issue. The customer has had no further issues since the date of the event. A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided. The most likely root cause was a sample quality/pre-analytical handling issue.